Event description:
Reporter stated that patient obtained a blood glucose result of 44 mg/dl, while using the suspect device. Based on this result, reporter phoned emergency medical services and began feeding patient sugar. Upon paramedics' arrival, ~10 minutes later, patient's blood glucose reportedly measured 52 mg/dl, on paramedics' blood glucose monitor. One minute later, patient's blood glucose was reportedly retested, using the suspect device, with a result of 84 mg/dl. Patient was reportedly treated with a glucose injection, after which blood glucose measured > 200 mg/dl (on paramedics' blood glucose monitor). No additional treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.